Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient was experiencing recurrent dislocations and was revised 4 years after hip arthroplasty. Upon exposing the hip, a fracture of the posterior rim of the polyethylene liner was noticed. The polyethylene was easily removed.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.